Event description:
It was reported that on (B) (6) 2007, the physician was implanting this paddle lead in the patient but the lead was measuring "invalid" lead impedances for all contacts. The physician removed that lead and attempted to implant a second one of the same model and in the same location as the first lead. He decided the lead was too big for the patient's epidural space and while placing the third lead noticed the patient has a csf leak due to a dural tear. The physician decided to abort the procedure. It was reported that the patient was okay and the procedure was completed on (B) (6) 2007 using a different model lead. The previous leads were not returned for evaluation.

Manufacturer narrative:
Evaluation: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.